Event description:
The affiliate reported that the valve was implanted in the patient and the patient experienced an over drainage and a consequent subdural hematoma after implantation. The surgeon then made changes to the setting and ultimately closed the valve. The surgeon noted that there was no improvement with the patient so he decided to close the valve manually by suturing. An improvement in the patient's condition was noted but then the patient later died. The neurosurgeon explained that he did not declare the direct influence of the shunt in the patient's death. The valve is still implanted in the patient. It is unknown if the device will be removed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
After reconsideration of the complaint classification, the complaint is being reported as a death. Also, additional information provided explained that the clinicians are very worried because they supposed the step 8 doesn't work well because the shunt also at this setting continue to drain significantly.

Event description:
After reconsideration of the complaint classification, the complaint is being reported as a death. Also, additional information provided explained that the clinicians are very worried because they supposed the step 8 doesn't work well because the shunt also at this setting continue to drain significantly.

Manufacturer narrative:
The complaint was re-opened to clarify a statement made in the initial report. Additional information from the field product manager indicated that the patient had died due to several complications; however the neurosurgeon did not declare the direct influence of shunt in the patient's death.